Event description:
The event was reported that the tilt screen is broken and won't stand up on its own. No pt involvement occurred.

Manufacturer narrative:
Date sent: 08/13/2007. Uniboard replaced. Based upon the inquiry information received visual and functional examination: the unit was found to require the uniboard to be replaced. The device was functionally tested, met all product requirements and returned to the customer.